Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: device code 2906 captures the reportable event of stent partially deployed. Block h10: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received partially deployed on the delivery system and the catheter was detached. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the unlocked position. The yellow safety clip was not returned. Significant rotational damage was noted at the proximal end of the outer sheath, and the catheter was broken. A functional evaluation could not be performed due to the condition of the returned device. The stent was deployed manually by gripping the outer and pulling the tip distally. The stent was measured to be within specifications. There were no other issues noted. The observed damage to the device is consistent with excessive force being applied to the device which may have occurred when the user attempted to rotate the handle instead that luer lock. A labeling review was performed, and, per the hot axios stent and delivery system directions for use, there was evidence that the device was used in a manner inconsistent with the labeling. The dfu states "be careful not to bend or kink the catheter during insertion. Rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Therefore, a review and analysis of all available information indicated that the most probable root cause is failure to follow instructions, since the failure reported was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician had trouble deploying the proximal flange. Reportedly, the physician "felt like it didn't want to open easily," and when the stent was fully deployed, the distal flange was in the stomach. The stent was removed from the patient using rat tooth forceps. The physician attempted to place another hot axios stent in a transduodenal position. During the attempted deployment, the catheter detached from the deployment handle. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was completed, and the patient was sent to interventional radiology to have the pseudocyst drained. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician had trouble deploying the proximal flange. Reportedly, the physician "felt like it didn't want to open easily," and when the stent was fully deployed, the distal flange was in the stomach. The stent was removed from the patient using rat tooth forceps. The physician attempted to place another hot axios stent in a transduodenal position. During the attempted deployment, the catheter detached from the deployment handle. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was completed, and the patient was sent to interventional radiology to have the pseudocyst drained. There were no patient complications reported as a result of this event.